Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming vxi testing. Reran the failures ten times and passed. Intermittent operation was noted. Analysis also noted that the upper and lower cases were broken, that the main printed circuit board was out of specification and that the interconnect flex had intermittent operation. The device was to be scrapped. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found that all low battery tests met specifications. Functional testing passed. Conclusion: could not confirm the intermittent failure seen during service and repair of the device.